Manufacturer narrative:
The patient code was incorrectly assigned in the previous report. The code assigned in this report also applied to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicates that the assigned patient codes now apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) 2016 stating that they "almost died the first time around from a spinal headache". They had been given steroids, which resolved the headache. It was also noted that they sometimes still suffer from neck pain.

Event description:
It was reported by the consumer on 2017-06-06. The patient had a rough time from the 3 surgeries (the trial, the implant, and the revision). After the implant the patient started getting bad headaches, felt like they were paralyzed, and had a fever. The patient went to the emergency room (ER) and was given steroids. It was reported that it was likely that their spinal sac was punctured. It was reported that medication worked to resolve it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient weighed around (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that during implant the healthcare provider (hcp) punctured the patient's spinal sac. The patient was in bed for 3 weeks and couldn't move his head. It was noted that the patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.